Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed, "no disposable pump won't run," and, "no disposable clamp tubing." Reporter denied the presence of any air in the tubing. The pump was stopped but continued to alarm so it was powered down, cassette removed, and reporter then observed bubbles in the tubing extending across the top of the cassette. The tubing was massaged, and the cassette was reattached, but the pump continued to display, "no disposable pump won't run." Troubleshooting was repeated and was unsuccessful. The pump was powered off and the patient was redirected to the clinic. The pump settings were reviewed: reservoir volume of 187.9 ml, a rate of 104.0 ml/24 hours, and a total volume given of 12.15 ml. No patient/harm adverse event was reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.